Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 429 mg/dl. It was unknown that the auto mode feature was active at the time of incident. The sensor had sensor updating and change sensor alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.